Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement. No pump error 25 alarm noted in the long trace and pump history. However, there was an unexpected low battery and replace battery alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 pcba 1, the pump was monitored and functioned properly. Pump error 63 alarm during self test and confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump was received with a scratched case, pillowing keypad overlay, and a cracked select button keypad overlay. The keypad overlay had texture damage and a minor scratched lcd window.

Event description:
It was reported via phone call that the customer received a pump error alarm. Their blood glucose was unknown. The customer was advised that insulin pump would need to be replaced. The pump was returned for analysis.